Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The coil remains implanted in the patient and the remainder of the device was discarded at the user facility and not returned for evaluation; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that during the index procedure on a patient enrolled in the rage clinical trial, a small coil tail protruded into the parent vessel. The patient was treated after the procedure with a loading dose of aspirin and 81mg daily aspirin during the course of the hospital stay. There was no reported patient injury.